Event description:
Slippage of the clamp during surgery was reported. The laceration was stapled after surgery. There was surgery delay due to the product problem, long enough to apply another clamp while patient was in prone position. Additional information was requested and on (B)(6) 2015, the following was provided by the customer: on (B)(6) 2015, the patient was in a prone position for a suboccipital craniectomy, cervical 1 laminectomy, intradural exploration. No stereotaxy device was used. Adult, disposable integra skull pins (product ID a1083) were used. During the procedure, the anesthesia personnel noticed blood dripping below the patient's head. Both the anesthesia and surgical resident looked under the drapes and noticed the clamp had slipped. At that time, the neurosurgical resident removed the clamp and applied another one. The product was used for 1 to 1.5 hours before the incident occurred. The patient had a 7 cm laceration on the left temporal area, which was stapled. Patient outcome was reported as the patient has no deficits. The skull pins were discarded and not available for eval.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review. Complaint trend. Visual inspection. Results: this device was manufactured on december 31, 2008 and a review of dhrs containing lot code 089 showed that the lot passed the required inspection points without mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Visual inspection: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2008 with no prior service history. The mayfield patient positioning chart was provided to the customer as a refresher tool.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.